Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump was unable to test for excessive no delivery alarms due to prime anomaly. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via email of high blood glucose readings from the insulin pump. The mother stated that the pump was not recording and it was not delivering insulin. The doctor advised the customer to discontinue use of the pump and to use injections until he gets a replacement. The customer will be sent a replacement pump.